Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple usb cables and power sources. Subsequently, the battery fully depleted and the pump shut off overnight due to the charging issue. The customer¿s blood glucose (bg) level was 549 (mg/dl). A manual injection was administered to address bg level. Reportedly the customer had manual injections as alternate insulin therapy.